Event description:
During a navigation procedure the device came loose from the interface, which can result in inaccuracy. The device was tightened to the interface and the procedure was completed without any adverse consequences or procedural delays.

Event description:
During a navigation procedure the device came loose from the interface, which can result in inaccuracy. The device was tightened to the interface and the procedure was completed without any adverse consequences or procedural delays.